Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -8.50/3.0/090 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on an unknown date. The lens was explanted for an unknown reason and a replacement lens of longer length and different power was later implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
D6a:unk. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#:(B)(4).